Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, while releasing the heartstring iii proximal seal, the device split in half at the rear. This caused the aortic cutter to come out too much. The reported device was used to complete the procedure. There were no pt effects. The product was discarded.